Manufacturer narrative:
The following devices were also listed in this report: unknown 52e psl ceramic head; 6.5 screw; 6.5 screw; accolade stem sz 4, 127 degree. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported that she was experiencing some pain & slight balance issues every now & then. She has hip implants.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. The provided medical information was submitted to a consulting clinician who indicated "no x-rays are available for review. There are no documented problems associated with her left total hip arthroplasty. All symptoms are related to cervical and lumbosacral spine. There is no evidence this patient has any clinical problems related to her total hip implant components." Review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There has been no other event for the lot referenced. It was reported that the patient was experiencing some pain and slight balance issues. The provided medical information was submitted to a consulting clinician who indicated that there are no documented problems associated with her left total hip arthroplasty. All symptoms are related to cervical and lumbosacral spine. There is no evidence this patient has any clinical problems related to her total hip implant components. As per product remediation tracker, the device is not subject to a recall. The event could not be confirmed nor the cause be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Additional devices listed in this event: catalog: 6519-t-025 - uni adaptor sleeve v40 ti lot: 38455601. Catalog: 6519-1-040 - delta un.fem hd 40 mm r40 16/18 lot: 410683202. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience.

Event description:
Patient reported that she was experiencing some pain & slight balance issues every now & then. She has hip implants.

Manufacturer narrative:
An event regarding pain involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated "no x-rays are available for review. There are no documented problems associated with her left total hip arthroplasty. All symptoms are related to cervical and lumbosacral spine. The components implanted on november 7, 2012 are not among those typically associated with a recall, but the specific lot numbers are not available to determine this definitively. There is no evidence this patient has any clinical problems related to her total hip implant components." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined since the devices were not returned for evaluation and insufficient information was provided. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Also the provided medical information was submitted to a consulting clinician who indicated that there are no documented problems associated with her left total hip arthroplasty. All symptoms are related to cervical and lumbosacral spine. The components implanted on (B)(6) 2012 are not among those typically associated with a recall, but the specific lot numbers are not available to determine this definitively. There is no evidence this patient has any clinical problems related to her total hip implant components. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient reported that she was experiencing some pain & slight balance issues every now & then. She has hip implants.